Event description:
It was reported that the threshold test was started for this left ventricular (lv) lead in which no change in morphology on the shock electrogram (egm) was observed. Technical services (ts) asked if lv sensing was on which it was. Ts recommended attempting different vectors which the field representative had previously. Ts noted there was possible high lv threshold measurements and to consider adjusting the pulse width. The field representative then performed lv lead testing in which lv capture was hard to confirm and high thresholds were observed again. This patient experienced intermittent stimulation and something in their throat during testing. The field representative left lv lead programmed tip to device and biventricular pacing was on. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.